Event description:
Follow up with the physician found that the patient and his family reported that the increase in seizure activity was over the past year. The family was initially unsure if the vns was effective for seizure control, but has noticed increased seizure activity over the past few years since the battery died. The physician responded that the patient has developmental delay, brain damage, and has always had difficulty completely controlling seizure activity, in regards to the believed cause for the indicated lack of efficacy from the vns. It was indicated that the seizures have increased from baseline. Medication changes have been made and dose adjustments have been made, but the patient is still having seizures. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the increase in seizure frequency. The programming history was not provided as the physician stated they cannot access the vns since the vns battery is completely dead and they do not have previous records. The vns was replaced on (B)(6) 2013.

Event description:
It was reported that the explant hospital no longer has the explanted device. Therefore, analysis cannot be performed on this device.

Event description:
Clinic notes dated (B)(6) 2013, were received which indicate that the patient had more seizures recently and had up to ten back to back. The patient's seizures are in clusters. The notes indicate that they will try to increase the patient's medication and add a second medication if needed. The notes state that they will re-try vns if other not effective; however, they also state that the vns has not helped, except for the patient's mood.. Notes dated (B)(6) 2013, indicate the patient's vpa was decreased as the patient was doing well; however, then the seizures got worse again. On (B)(6) 2013, it was reported that the physician was unable to communicate with the vns device and presumed it was due to a depleted generator. Per the patient's mother, the vns has been dead for four years. Due to lack of efficacy, they have chosen not to have it replaced yet; however, after seeing the physician they believe it may be helpful. The seizures are beginning to worsen. Additional clinic notes were received, dated (B)(6) 2013, which indicate they are ready to get the battery replaced. Surgery is likely, but has not occurred to date. The battery life and programming history could not be analyzed as the product information is unknown. Attempts have been made for additional information; however, they have been unsuccessful.

Manufacturer narrative:
.

Manufacturer narrative:
Age at time of event, corrected data: the supplemental report #1 inadvertently did not update the age at time of event. Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not report this data. Describe event or problem, corrected data: the supplemental report #1 inadvertently did not update the time of event. The physician reported that the increased seizure activity began over the past few years.